Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, there were pump flow issues suspected to be related to ingested thrombus. The physician was advised to exchange the pump immediately and decided to leave the pump in place to transfer the patient to another hospital. The physician states that the pump was probably implanted with inadequate activated clotting time (act) due to para vasal infusion of heparin. The pump showed strange readings shortly after implant. After transfer, the patient was in bad (undefined) condition and the patient expired while on support. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.